Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 7/19/2017 - voicemail, 7/20/2017 - phone, 7/20/2017 - voicemail. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The check valves were replaced, and the unit was returned to service.

Event description:
The hospital reported the unit was not able to ventilate in volume mode due to large leak. There was no report of patient injury.